Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 980 v entilator generated an alert that the back up ventilation (buv) was in progress. The device was available for evaluation. Service personnel (sp) was able to verify the customer-stated problem and discovered a ¿device alert buv in progress¿ event logged in alarm logs. As well background codes were logged in memory. Sp was unable to duplicate the customer-stated problem. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. The cause of the event could not be determined. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient this 980 ventilator generated an alert that the back up ventilation (buv) was in progress. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.